Manufacturer narrative:
(B)(4);this report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements (>125 ohms). Boston scientific technical services (ts) was consulted and advised to continue monitoring the patient. The field representative indicated that the clinic plans to perform defibrillation threshold (dft) testing. This rv lead remains in service. No adverse patient effects were reported.